Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was"very loud". The planned surgical procedure was completed without delay. A spare device was available for use. It was indicated that there was no serious injury, death, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.